Event description:
Customer reported the foot extension for the table was stuck and difficult to remove. No pt or customer staff injury was reported.

Manufacturer narrative:
A ge service rep evaluated the system and replaced the leg extension. System operates as intended.